Manufacturer narrative:
No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported during the implant procedure the patient could not be implanted with the 3rd lead, the neurosurgeon closed the 3rd burr hole without placing the lead. The physician stated the procedure was stopped due to the patient's reaction to an anesthetic product. Follow up information revealed the patient was successfully implanted with the 3rd lead a week later. Reportedly, everything went well and no further consequences for the patient reported.